Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. It was reported that the patient mentioned that the pump alarm would not go off and was constantly beeping for 24hours. The patient was redirected to their healthcare provider. A manufacturer representative (rep) called in the next day regarding this patient and asked for options to turn off alarm as in the past with a older pump they were unable to silence the alarm with their tablet. It was reviewed that the new tablet software should be able to silence the alarm, otherwise other people have been successful using the old clinician programmer. Additional information was received from another rep three days later. The rep asked for code to shut down pump. It was confirmed that the pump was implanted 20 years ago and had not been in use. The pump started alarming again 2 days ago. The rep was advised to attempt to interrogate the pump with clinician programmer, but the rep was unable to connect. The alarm had been going off every 2-3 minutes for the past 2 weeks then it stopped and then last night it went continuous for about 3-4 hours. The option to have pump surgically removed if pump continued to alarm was reviewed. The issue was not resolved through troubleshooting. Additional information was received 2026-mar-25 from the rep. The rep reported they did not know the cause of the alarm and that they could not connect to the pump. Additional information was received from the rep and patient two days later. The rep stated they were unable to update the pump with a tablet. The patient had stated that the pump as still alarming again last weekend and would alarm intermittently roughly every hour. The rep had an old clinician programmer and was able to successfully update to shut down the pump. Additional information was reported by the rep 2026-mar-30. It was reported that the pump was shut down but remains in the patient. The pump alarming resolved. An image was provided of the device alerts on the clinician programmer which showed "end of service (eos) has occurred" service code 92, a warning for potential underdose as "a pump reset has occurred" and infusion was set to minimum rate service code 101, and a caution that the pump motor had stalled and recovered service code 528.